Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 was blocked. The 1st clip was charged regularly by the operating room nurse, the 2nd was applied by the surgeon and the 3rd clip did not charge automatically into the jaws. There was no consequence to the pt. The device was not returned.